Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a representative (rep) regarding the patient. It was reported that the patient was having more difficulty with recharge coupling. No further complications were reported.

Manufacturer narrative:
This date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they first started experiencing the turn wheel on re charger belt message in (B)(6) 2017 and taking 10-12 hours to charge around (B)(6) 2011. The patient reported that they had not contacted their managing physician regarding the issues. The patient reported that the cord that plugged into thehand-held box while charging had to be taped forward. Once the black cord was plugged into the hand-held box, she used scotch tape and pull the cord plug-in forward. Once taped in place the constant turn wheel screen stopped coming on. The patient reported that they discovered the cord coming from the charger case needed to lean forward once plugged in. The patient reported that the long charge time had not been resolved and that she wanted to know the average length of time others experienced. No further complications were reported.

Event description:
On (B)(6) 2017, (B)(4) (con): information was received from a patient regarding their stimulator (ins) which was implanted for post laminectomy pain. It was reported that while the patient charged the ins, the sign to turn the wheel on their belt appeared on their hand held charging unit, this had been happening a lot. It was also reported that it took patient ten to twelve hours to get a full charge. Patient got the unit in 2009. Inquiries were made regarding what purpose was served by turning the wheel and whether the ten to twelve hours of charge time was normal. The date of when the issue started was not provided. No symptoms were reported and no further complications were reported/anticipated.